Manufacturer narrative:
Report indicates this patient may require intervention to remedy the implanted aortic valve. However, no further information was provided by the healthcare provider to suggest an intervention has taken place yet. Edwards will continue follow ups and report updates, if received.

Event description:
It was reported that a patient that was implanted with an edwards bioprosthetic aortic valve 8 years ago now presents with congestive heart failure and is being presented for possible intervention, not yet approved or scheduled. No additional information was provided despite multiple follow ups attempts by edwards with the healthcare provider.